Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a platelet procedure on a trima device they observed a 1/2 inch bubble in return line and an 1 inch bubble in lower line. Per the customer the leur connections were tight and there was no clotting in the channel or return reservoir. The patient ID is unknown at this time. The patient is in stable condition. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.4, h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. The customer submitted one photograph and it shows the 1 inch bubble reported by the customer as in the lower line, was in the inlet line, and not in the fluid path such that it would be returned to the donor. The 1/2 inch bubble reported by the customer as in the return line is actually in the needle/donor line and is in the fluid path being returned to the donor during the first return. Sometimes, due to the nature of the ac prime and blood prime sequences, as well as the morphology and orientation of the tubing set, residual air in the tubing set may not be completely removed prior to the first return. This can result in small amounts of air becoming trapped in certain parts of the kit, and later, potentially becoming dislodged. This can result in small amounts of air being observed in the return line, or in the donor/needle line during the first return cycle of the procedure. A disposable complaint history search was performed for this lot and found 5 reports for similar issues on this lot. See mdrs: 1722028-2024-00350, 1722028-2024-00347, 1722028-2024-00329, 1722028-2024-00328 and 1722028-2024-00315. Root cause: based on the available information, possible root causes for the presence of air in the donor/return line during the first return cycle include: - incomplete ac prime of the inside of the 3:1 manifold, where the orientation of the 3:1 manifold during ac prime prevents it from being fully wetted, allowing air to become trapped in the 3:1 manifold. This air can then become dislodged during the first return cycle. - incomplete blood prime of the inside of the return reservoir filter, where blood moves around the outside of the filter before the inside is fully wetted, allowing air to become trapped at the top of the return reservoir filter. This air can then become dislodged during the first return cycle. - excessive drooping of the inlet/ac/return lines - excessive movement of the inlet/ac/return lines and/or donor arm.

Event description:
The customer reported that during a platelet procedure on a trima device they observed a 1/2 inch bubble in return line and an 1 inch bubble in lower line. Per the customer the leur connections were tight and there was no clotting in the channel or return reservoir. The customer stated that all luer connections were tight and no clotting was observed in the channel or return reservoir. The blood diversion pouch was not inflated with air. They also stated the donor was not connected prior to ac prime and no air was being drawn in through the ac line or filter. The customer declined to provide the patient identifier. The patient is in stable condition and no medical intervention was required. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Corrected information is provided in b.5. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. The customer did submit one photograph and it shows the 1 inch bubble reported by the customer as in the lower line, was in the inlet line, and not in the fluid path such that it would be returned to the donor. The 1/2 inch bubble reported by the customer as in the return line is actually in the needle/donor line and is in the fluid path being returned to the donor during the first return. Sometimes, due to the nature of the ac prime and blood prime sequences, as well as the morphology and orientation of the tubing set, residual air in the tubing set may not be completely removed prior to the first return. This can result in small amounts of air becoming trapped in certain parts of the kit, and later, potentially becoming dislodged. This can result in small amounts of air being observed in the return line, or in the donor/needle line during the first return cycle of the procedure. A disposable complaint history search was performed for this lot and found 5 reports for similar issues on this lot. See mdrs: 1722028-2024-00350, 1722028-2024-00347, 1722028-2024-00329, 1722028-2024-00328 and 1722028-2024-00315. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a platelet procedure on a trima device they observed a 1/2 inch bubble in return line and an 1 inch bubble in lower line. Per the customer the leur connections were tight and there was no clotting in the channel or return reservoir. The customer declined to provide the patient identifier. The patient is in stable condition. The collection set is not available for return because it was discarded by the customer.